Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate on multiple occasions. Customer reloaded and loaded new cartridges to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.